Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Ventricular output connector is broken. Lower case, side bail covers, ring cover, and battery drawer are broken. Lead flex cover is contaminated. Battery contacts are compressed. One side bail is missing. Keyboard is scratched.

Event description:
It was reported the epg (external pulse generator) has a broken ventricular connector. The epg was returned for repair. No patient complications were reported as a result of this event.